Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, and fracture was suspected. The right atrial (ra) lead was also suspected to be fractured. The rv lead was capped and replaced. The ra lead was inactivated and remains implanted. No patient complications have been reported as a result of this event.